Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that dust accumulated inside due to long-term use. Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the high flow insufflation unit to the service center with no reported complaint. During the evaluation of the device, internal dust was observed. The field service engineer assessed the condition and determined that the damage was most likely due to long-term use. There was no patient involvement.